Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the shaft of a 6f-7f mynxgrip vascular closure device (vcd) was broken and the sleeve was not out. The customer was not sure but thought that the shaft was broken/bent and that is why the advancer tube did not come out. Hemostasis was achieved with manual compression for less than 30 minutes. No patient injury was reported. The malfunction occurred during deployment. The deployer used the mynx well. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. There was nothing unusual noted about the device prior to opening the package. The mynx vcd was used in a percutaneous coronary intervention (pci). The procedure used a retrograde approach. The sheath introducer used for the procedure was a non-cordis sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45-degrees) of the vascular sheath introducer. The vessel type was an artery. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was moderate vessel tortuosity. The stick location was in the middle. There was no presence of pvd/ calcium in the vicinity of the puncture site. The user shuttled down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The advancer tube was visible. The patient was not hospitalized nor was the patient¿s hospitalization extended as a result of the event. The patient¿s outcome/status after the mynx event is recovered. The procedure was completed successfully without patient injury. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. The advancer tube was engaged to the distal tamp lock. The balloon distal tip was severely inverted and the core wire was curved which that excessive tension was applied to the device. The sealant was not returned with the device. The procedural sheath was pull back to the shuttle handle. It was reported that the advancer tube did not come out. The condition of the returned device does not match the description of the incident. However, it is unknown if the device was manipulated post the procedure. The catheter and shuttle cartridge were inspected for kink/bent or damages that may have contributed to the reported event. No visual damages or anomalies were observed. The balloon of the received device was inflated with water and pressure was maintained. The advancer tube was properly engaged to the tamp lock during investigation. A product history record (phr) review of lot f1805102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy ¿ advancer tube¿ was not confirmed through analysis of the returned device since the device was received fully deployed with the advancer tube properly engaged. The exact cause of the issue reported could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine was factors may have contributed to the issue experienced since the device was received properly deployed and returned condition did not match the description. However, the distal tip of the device received was severely inverted and the core wire was curved, which indicates that excessive force was applied to the device during pullback. Therefore, handling factors may have contributed to the issue experienced. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the DHR review, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
As reported, the shaft of a 6f-7f mynxgrip vascular closure device (vcd) was broken and the sleeve was not out. The customer was not sure but thought that the shaft was broken/bent and that is why the advancer tube did not come out. Hemostasis was achieved with manual compression for less than 30 minutes. No patient injury was reported. The malfunction occurred during deployment. The deployer used the mynx well. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. There was nothing unusual noted about the device prior to opening the package. The mynx vcd was used in a percutaneous coronary intervention (pci). The procedure used a retrograde approach. The sheath introducer used for the procedure was a non-cordis sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45-degrees) of the vascular sheath introducer. The vessel type was an artery. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was moderate vessel tortuosity. The stick location was in the middle. There was no presence of pvd/ calcium in the vicinity of the puncture site. The user shuttled down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The advancer tube was visible. The patient was not hospitalized nor was the patient¿s hospitalization extended as a result of the event. The patient¿s outcome/status after the mynx event is recovered. The procedure was completed successfully without patient injury. The device was not returned for analysis. The device history record (DHR) review of lot f1805102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy ¿ advancer tube¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to deploy event reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issues. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the DHR, nor the information available for review suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the shaft of a 6f-7f mynxgrip vascular closure device (vcd) was broken and the sleeve was not out. The customer was not sure but thought that the shaft was broken/bent and that is why the advancer tube did not come out. Hemostasis was achieved with manual compression for less than 30 minutes. No patient injury was reported. The malfunction occurred during deployment. The deployer used the mynx well. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. There was nothing unusual noted about the device prior to opening the package. The mynx vcd was used in a percutaneous coronary intervention (pci). The procedure used a retrograde approach. The sheath introducer used for the procedure was a non-cordis sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45-degrees) of the vascular sheath introducer. The vessel type was an artery. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was moderate vessel tortuosity. The stick location was in the middle. There was no presence of pvd/ calcium in the vicinity of the puncture site. The user shuttled down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The advancer tube was visible. The patient was not hospitalized nor was the patient¿s hospitalization extended as a result of the event. The patient¿s outcome/status after the mynx event is recovered. The procedure was completed successfully without patient injury.